Event description:
Hamilton medical ag received the following event description: the screen suddenly lit up and the alarm sounded continuously. This occurred while the device was being used on a patient. Hospital staff replaced the device with another one and continued treatment. The log shows that tf10 has occurred. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The log shows that tf10 has occurred. Tf10 indicates that the motor remains stationary and does not work as specified. As the motor did not work accordingly, the intellicuff was replaced.